Manufacturer narrative:
Information contained in this record was previously submitted through psr on 24/oct/2010, 23/jan/2013, 23/apr/2013, 25/apr/2014, and 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of infection, pain, and nipple discharge are physiological complications; analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation left breast moderate pain, left breast infection, nipple discharge, left side lump at the "top of the breast and it looks larger than it once did". This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Patient reported left breast moderate pain. There is no indication of treatment, device remains implanted. Patient reported having been treated for a left breast infection. Patient reported having nipple discharge (fluid) (side is not specified). Patient reported ¿left side lump at the top of the breast¿ and ¿looks larger than it once did¿. Device remains implanted.